Event description:
The customer observed falsely elevated alinity I insulin results for one patient. The following results were provided: initial alinity I insulin result was 14.63 miu/l, retested 2.00 and 2.1 miu/l (reference range 2.3-11.6 miu/l). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer was reviewed and support the complaint issue. Review of tracking and trending data for the alinity I insulin assay did not identify an increase in complaints related to the issue under review. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 76511lp76 was evaluated using worldwide data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 76511lp76 is within the established control limits. Lot 76511lp76 is a sister lot to the likely cause lot 76911lp76, therefore no unusual reagent lot performance was identified for 76911lp76. Based on the investigation, no systemic issue or deficiency of the alinity I insulin assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04t75-74 that has a similar product distributed in the us, list number 04t75, with 510k exempt.

Event description:
The customer observed falsely elevated alinity I insulin results for one patient. The following results were provided: initial alinity I insulin result was 14.63 miu/l, retested 2.00 and 2.1 miu/l (reference range 2.3-11.6 miu/l). No impact to patient management was reported.